Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pod adhesive is too strong and developed irritation and lumps on the back after wearing the pod for 72 hours or longer. Patient went to the pharmacy and purchased an over-the-counter cortisone cream. The patient then went to an after-hours doctor at (B)(6) hospital, (B)(6) and was prescribed a cream. Patient confirmed no longer remembering the name of the cream prescribed. The cream prescribed at the after hours doctor was not available at the pharmacy. After (B)(6) 2024, the patient had an appointment with their doctor at (B)(6) hospital and was diagnosed with a skin infection. Antibiotics (take 3 times a day for 5 days) were prescribed for treatment. Patient confirmed no longer remembering the name of the antibiotic prescribed. The pod was not worn during the doctor visit and a new pod was successfully applied. Pod was discarded.